Manufacturer narrative:
This event is closed to field action z-0452-2012. Bec has determined that an insufficient component life coupled with the misalignment of the syringe is the potential cause of premature wear of the d.I. Water syringes that caused this issue. (Evaluation codes) has been updated to include results, syringe and to remove conclusions. Conclusion not yet available - evaluation in progress.

Event description:
This is a follow up report.

Event description:
A customer contacted beckman coulter (bec) indicating that they had to repeat approximately one hundred (100) patient samples for various assays generated on the unicel dxc 800 pro synchron chemistry analyzer for an entire day's run in (B)(6) 2012. Twenty (20) patient results had to be amended. Bec was notified of this event in (B)(6) 2013. Customer did not provide printouts of the patient results but stated various assays were erratic. Verbal examples given: albumin of <20 mg/dl, repeated on their other analyzer was 35 or 40; (B)(6) and repeated higher on their other analyzer. Customer claims this issue is related to the cartridge chemistry (cc) side of the analyzer sample and reagent syringes. Customer has been replacing the syringes monthly instead of every three months per prescribed maintenance schedule listed in the IFU. The customer claims that the syringe plungers are "sticky" and tend to disintegrate within a month. There were no changes in patient treatment in connection to this event.

Manufacturer narrative:
The customer claims that there is a dramatic change noted on the qc. However, when the customer replaces the plungers or entire syringe assembly, the qc goes back to acceptable results. A bec field service engineer (fse) was dispatched for this event to evaluate the incident. A new supply of syringes was sent to the customer. The problem syringes are being sent back to bec manufacturing facility for further investigation. The results are currently pending for this investigation. Failure mode is premature failure of the sample (p/n (B)(4)) and reagent (p/n (B)(4)) syringes.